Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure, at side to side anastomosis of colon (the 3rd firing) and at closure of entry hole (the 4th firing), the surgeon fired the device and checked the staple line; however the staples of distal end of the line seems not in b-formed. The surgeon additionally sutured and completed the case. The sales rep checked the cartridges in question and noted the pushers did not seem to push the staples up properly. The surgical time was extended by less than 30 minutes. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the returned product noted that the two reloads were partially fired and the rest were fully fired. Microscopic evaluation noted that a reload had damage to the cutting edge of the knife blade. Functionally, the reloads were loaded into a post market vigilance instrument. For the partially fired reloads. The interlock was overridden and applied to test media. All remaining staples were placed, and test media was cleanly transected. For the fully fired reloads, the interlock was overridden and the reload was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.